Event description:
The fixator was applied approximately 3 months ago. On 6/8/99 the pt noted one of the wire carriages had broken. This was replaced without incident. On 6/13/99 the replacement wire carriage also broke. This was replaced without incident. There was no injury to the pt at either time.